Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller received multiple warnings for low speed operation and single alarms for pump off and low flow. Vad coordinator also states they had concern about possible pump thrombus. The pt stated that he didn't remember hearing any alarms. The system controller was switched to back-up with no further issues reported.

Manufacturer narrative:
The reported event of low speed operation and a pump stopped alarm can be confirmed based on the info recorded in the log file. The data log file was retrieved from the returned controller and contained approx 2 days and 6 hours of events. During the first 12 hours recorded in the log file, the power ranged between 4.7-6.4 watts and the flow estimation was 4.0-6.8 lpm. At the time stamp of day 13, 9 hours and 4 minutes the recorded power and flow increased to 9.1 watts and 8.1 lpm. After 3 hours, there were "low speed hazard", "low flow hazard" and "motor stopped" alarms recorded. The recorded power now was between 12.3-21.8 watts and the flow was 8.3-10.4 lpm. The remaining data recorded in the log file revealed that the power diminished to first levels of (4.2-6.0 watts). The returned system controller was functionally tested using the MFR's laboratory equipment and was found to function as intended, even when the cables were maneuvered. The white and black power leads were independently disconnected, and the system continued to operate properly. Although thrombus can potentially lead to elevations in pump power and speed reductions, the analysis of the data captured by the system controller could not conclusively determine a direct relationship between a thrombus event and the recorded log file data. A review of the device history records revealed no deviations from mfg or qa specs. No further info is available at this time. The MFR is closing its file on this event.